Event description:
It was reported that patient in post operative caesarean section was wearing underwear for security as they were allowed to be out of bed. The rubber tubing of the catheter kinked which stopped the draining. They always get out patients up in this way and have not had an issue with the catheter not draining. Upon mitigating this issue, the patient retained 1200 milliliter of urine. Second incident in post operative caesarean section bed where rubber tubing kinked with limited patient movement in bed and it retained 600 milliliter. Third incident where the rubber tubing connecting to the urimeter was thin and it bent and kinked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient in post operative caesarean section was wearing underwear for security as they were allowed to be out of bed. The rubber tubing of the catheter kinked which stopped the draining. They always get out patients up in this way and have not had an issue with the catheter not draining. Upon mitigating this issue, the patient retained 1200 milliliter of urine. Second incident in post operative caesarean section bed where rubber tubing kinked with limited patient movement in bed and it retained 600 milliliters. Third incident where the rubber tubing connecting to the urometer was thin and it bent and kinked. Per additional information received on 13dec2024, it was reported the patient was uncomfortable and once they corrected the situation it was better. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. A potential root cause for this failure could be user related or operator error. The DHR review could not be performed without a lot number. The instructions for use were found adequate and states the following: insert foley catheters only for appropriate indications and leave in place only as long as needed. Cdc guidelines for appropriate indications for indwelling urethral catheter use: patient has acute urinary retention or bladder outlet obstruction need for accurate urine output measurements use for selected surgical procedures to assist in healing of open sacral or perineal wounds patient requires prolonged immobilization to improve comfort for end of life care proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest foley catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in the patient record proper techniques for urinary catheter maintenance: secure the foley catheter. Use the statlock foley stabilization device if provided maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions maintain unobstructed urine flow and keep the catheter and collection tube free from kinking keep the collection bag below the level of the bladder or hips at all times empty the collection bag regularly using a separate, clean collection container for each patient generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as nephrostomy tract. Correction- f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient in post operative caesarean section was wearing underwear for security as they were allowed to be out of bed. The rubber tubing of the catheter kinked which stopped the draining. They always get out patients up in this way and have not had an issue with the catheter not draining. Upon mitigating this issue, the patient retained 1200 milliliter of urine. Second incident in post operative caesarean section bed where rubber tubing kinked with limited patient movement in bed and it retained 600 milliliter. Third incident where the rubber tubing connecting to the urimeter was thin and it bent and kinked.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 15cc balloon: use 20ml sterile water 20cc balloon: use 25ml sterile water 30cc balloon: use 35ml sterile water 40cc balloon: use 45ml sterile water 75cc balloon: use 80ml sterile water do not exceed recommended capacities. For urological use only. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.